Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a device changeout it was noted that there was insulation damage on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Data review indicates the lead impedance and threshold trends were stable and within normal range.